Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that pt was advised to register with stryker. Pt is reporting that she fell about a month ago and has had x-rays, multiple mris and blood test performed. She is also reporting that she had her hip aspirated and she has high levels of cobalt. Pt states that she does not remember she had any mris performed before she fell. Pt is reporting that she is scheduled for revision surgery on (B)(6) 2013. Pt mentioned having a lawyer.